Event description:
Additional information received indicating that the right ventricular (rv) lead was capped and replaced during an unrelated device exchange procedure. No insulation damage was noted at the proximal portion of the rv lead. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise episodes and low, out-of-range defibrillation impedance were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage, however, no diagnostic imaging was conducted that confirmed the supposition. Moreover, provocative testing was conducted but was unremarkable. No intervention has been conducted at this time but rv lead replacement is anticipated at the next follow up. The patient was stable and will continue to be monitored.